Event description:
Follow-up revealed the one of the leads that replaced the initially reported lead was implanted in a different location than the initially reported lead.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving inadequate coverage. An impedance checked revealed high impedance. As a result, the patient's lead was explanted and replaced with two leads. Surgical intervention addressed the patient's issue.